Event description:
(B)(4). Stabbing pelvic pain began. This reoccurred frequently. I became pregnant in (B)(6) 2015. I had a tubal ligation performed after. After this, the stabbing pain became much worse and more frequent. I also started experiencing diarrhea and abdominal pain. I was diagnosed with celiac disease. I continued having pain. An x-ray discovered 2 devices on my left, none on the right. I had a colonoscopy and endoscopy. My gastroenterologist determined my pain is not related to my celiac disease, everything else looks normal. I went to a new gynecologist, and he along with my primary care determine my pain is from the essure devices. I am now scheduled for a hysterectomy.